Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: aspirin 81 mg po qd, atorvastatin 40 mg po qd, hydrochlorothiazide 25 mg po qd, losartan 100 mg po qd, metoprolol tartrate 25 mg po bid, tramadol 50 mg po qd, pxc201400/7551070, pxc161200/7586053 and pxc201000/7779248. (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU) states: complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleak.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of an aorto-bi-iliac aneurysm and was implanted with four gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent re-intervention and a gore® excluder® iliac branch component was implanted to extend coverage from the right common iliac artery into the right external iliac artery and two gore® viabahn® endoprosthesis with heparin bioactive surface were placed in the hypogastric artery. A gore® excluder® aortic extender endoprosthesis was placed in the proximal aortic neck to treat a proximal type I endoleak. The patient tolerated the procedure and was discharged on (B)(6) 2016, with no reported complications or endoleak.